Event description:
Serious injury involving one person. In 2001 pt was seen by ophthalmologist experiencing irritation and discomfort and was diagnosed with slight corneal damage and received antibiotics. Brand unknown. That evening discomfort and pain increased. Was seen again and diagnosed with uveitis, causing hospitalization for one week at which time pt received antibiotics and corticosteroids. Brand unknown. Uveitis was secondary to development of corneal ulcer. Pt is now waiting decision regarding possible corneal transplant. Any additional info received by ciba vision will be submitted as a follow-up to this medwatch report.